Manufacturer narrative:
(B)(4)

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a missing sensor wire which occurred 2 days after the sensor had been inserted in the arm. The patient experienced sensor inaccuracy on (B)(6) 2024 and she removed the sensor on the same day. The following day, she noticed redness and inflammation on the insertion site where the sensor was inserted. The patient went to urgent care facility on (B)(6) 2024 because she thought that the sensor wire was still in her skin. The doctor prescribed oral antibiotic augmentin (1 tablet every 12 hours). No diagnostic procedure was done, and the wire was not removed as the doctor only prescribed medication. The patient was discharged the same day. At the time of the report the infection was improving. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.